Event description:
It was reported that there was an overinfusion of ketorolac. The medication infused in 72 minutes rather than 6 hours. The infusion was programmed at a rate of 16.7 ml/hour at 1048, in a 100 ml bag. The bag was noted to be empty by the rn when returning at 1200. Even accounting for 28 ml of fluid in the primary tubing for priming, the infusion should not have completed for another 4 hours. This event happened on the orthopedic/medical surgical floor. It was reported there was no detectible harm to patient. Although requested, further information not provided.

Manufacturer narrative:
Additional information: h6,h10. The customer¿s report of an overinfusion was not replicated during testing. ¿ based on the logs, the pcu is powered on at 10:33 am on (B)(6) 2021. A remote IV infusion was received at 10:48 am for a primary infusion: drug ID: 438, at a rate of 16.6667ml/hr and a vtbi of 100ml. Pvi = 0ml. The user starts the infusion. At 10:48 am the user changes vtbi to 97ml. User restarts infusion. At 12:00 pm user channels off the unit. Pvi= 19.8ml. At 12:00 pm user selects device, canceling channel off. At 12:01 pm device alarms flo stop open. Duration of flo stop open = 0:0:01. Pvi= 19.8ml. Total pvi for infusion= 19.8ml ¿ rate accuracy testing found the device to be delivering within specification. ¿ inspection of the pumping mechanism found no irregularities. ¿ the pump module was being used for treatment. ¿ the disposable set was not returned for this investigation therefore it could not be determined if the set was a contributing factor. Note: the mechanism assembly was disassembled during the internal inspection of the investigation and will be replaced by service. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one time use torque screws with applied tamper seal material. The root cause of the customer¿s report of an overinfusion was not identified in this investigation. Sample inspection: an external and internal inspection of the customer¿s pump module exhibited the following: ¿ the right (male) iui was observed with dry fluid residue. ¿ the left (female) iui was observed with dry fluid residue. ¿ some fluid ingress was observed along the inside bottom of the rear housing. ¿ the bezel assembly data code was noted 3/19 (march 2019). ¿ no other obvious issues or anomalies were identified with the device during the inspection. Log analysis results: review of the pcu error logs showed no records associated to the reported incident. Based on the logs, the pcu is powered on at 10:33 am on (B)(6) 2021. A remote infusion was received and programmed at 10:48 am for a primary infusion: drug ID: 438, at a rate of 16.6667ml/hr and a vtbi of 100ml. Pvi = 0ml. The user starts the infusion. At 10:48 am the user changes vtbi to 97ml. User restarts infusion. At 12:00 pm user channels off the unit. Pvi= 19.8ml. At 12:00 pm user selects device, canceling channel off. At 12:01 pm device alarms flo stop open. Duration of flo stop open = 0:0:01. Pvi= 19.8ml. At 12:01 pm user selects audio adjust and selects softer key three (3) times. At 12:01 pm user selects main menu. Total pvi for infusion= 19.8ml test results: results from a timed rate accuracy test demonstrated the device successfully passing. Worst case sear functionality testing results indicate the sear failed to engage the safety clamp when the door was opened on four (4) of the fast trials. This observation was noted to be an incidental finding. The incident administration set was not returned; therefore, could not be tested. Device history review: a review of the device history record showed the device had a manufacture date of (B)(6) 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Test methods: over infusion test method 1503-001-029, dir# (B)(4). Version 01 timed rate accuracy test method 1503-001-006, dir# (B)(4) version 01 root cause: the root cause of the customer¿s report of an overinfusion was not identified in this investigation.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Diagnosis- total knee replacement, not provided.

Event description:
It was reported that there was an over infusion of ketorolac. The medication infused in 72 minutes rather than 6 hours. The infusion was programmed at a rate of 16.7 ml/hour at 1048, in a 100 ml bag. The bag was noted to be empty by the rn when returning at 1200. Even accounting for 28 ml of fluid in the primary tubing for priming, the infusion should not have completed for another 4 hours. This event happened on the orthopedic/medical surgical floor. It was reported there was no detectible harm to patient. Although requested, further information not provided.